Manufacturer narrative:
Other applicable components are: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type lead. Product ID 377775, lot#: v009920, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for angina. It was reported that the ins had migrated and a paddle lead was implanted which the patient quite well with and received good coverage for her anterior chest wall pain. Then, the paddle lead also migrated caudally approximately one vertebral segment. The patient was brought back to the operating room to implant a longer paddle lead to try to obtain better coverage over a longer length. The ins and leads were removed. No further complications were reported/anticipated.